Event description:
It was reported that pump declared altitude alarm 21 while insulin delivery was suspended, although pump remained within validated operating altitude range and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer support instructed caller to gently clean speaker holes, remove and reconnect cartridge, and wait several minutes before resuming insulin; pump then resumed normal operation without recurrence of alarm, and caller received additional tips for preventing altitude alarms and acknowledged instructions.